Event description:
It was reported that pump displayed minimum fill notification after patient loaded new cartridge. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.